Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. An attempt was made to verify the time of the "hi" reading that preceded the medical event, without success. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported her that her grandmother received a reading of "hi" on her adc glucose meter on an unspecified date/time. Caller reported that on (B)(6) 2015 at 6:55 pm her grandmother experienced symptoms of low blood sugar and paramedics were called. While waiting for paramedics, caller gave her grandmother "sugar and proteins" at 6:57 pm to stabilize her blood sugar. The caller reported her grandmother's "sugar started to go up" by the time paramedics arrived. Upon arrival paramedics assessed the grandmother, but did not administer any medication or transport her to a medical facility. No readings were provided from the paramedics' hcp meter. There was no report of death or permanent injury associated with this event.